Manufacturer narrative:
(B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four adhesive issues between 10-apr-2024 and 23-may-2024-2024. He reported that infusion sets fell off during use. First set was used for few hours, 2nd for about one day, 3rd for three minutes and last for over one day. Blood glucose levels were between 350-400 mg/dl for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.